Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that during the set up for a vitrectomy procedure illumination was very poor. The case was completed using an alternate system. There was no patient involvement.

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a (serious injury / device malfunction / incident). (B)(4).

Event description:
Additional information received indicated the poor illumination was from port two, a single port only.